Manufacturer narrative:
(B)(4).

Event description:
It was reported that transmitter not connecting occurred. Data was evaluated and the allegation was confirmed. The probable cause was determined to be transmitter low battery. No injury or medical intervention was reported.